Event description:
It was reported that prior to implant procedure, the header of the novel implantable cardioverter defibrillator (ICD) was opaque. The ICD was not used and an alternate ICD was implanted to complete the procedure on (B)(6) 2023. The patient's status was unknown.